Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the time setting was changed. Device settings when the issue occurred were 2.0 milliamperes amplitude, 500 microseconds pulse width, 600-1100 ohms impedance, and 250 hertz rate. The device had not been used in two weeks. The ins battery level was zero. Usage conditions were checked, and the device was reset. The issue was resolved. A session report, device data report, and application logs were provided. No surgical intervention occurred or was planned. The patient was primarily/originally treated for intractable chronic pain. The physician had observation in particular about causality. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Report source: (B)(4).if information is provided in the future, a supplemental report will be issued.